Event description:
It was reported that during the time the nurse took blood, the blood gas needle leaked. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-04375-00 for details pertinent to this event.